Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and ketones and was consequently hospitalized. Prior to the hospitalization, the customer reported experiencing a high bg levels of 576-577 mg/dl. The customer changed the infusion set twice to address the elevated bg, however, the issue persisted. Reportedly, the customer also experienced occlusion alarms when attempting to deliver boluses. At the hospital, the customer was treated with long lasting insulin and intravenous treatment. Further information regarding the customer or event was not obtained.